Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17533. The patient has 2 scs systems. It was reported the patient is unable to establish communication with the scs ipg implanted for his back pain using his charging system and patient programmer as the programmer was displaying a comm error 2501 message. It was also reported the patient lost back stimulation in addition to losing the ability to turn on the ipg using his magnet. Moreover, it was reported the issues possibly began after the patient fell out of his recliner (patient was hospitalized and received pain medication). As of (B)(6) 2013, the patient lost the ability to communicate with the scs ipg implanted for his neck pain and subsequently lost neck stimulation. The issue did not resolve with a replacement charging system. Subsequently, surgical intervention may be taken at a later date to address the issue.